Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low," exact value was not provided. Customer consumed glucose tablets to address low bg. Reportedly, the customer over estimated carbohydrate intake and delivered more insulin than needed. Recommendation was made to consult with healthcare provider regarding diabetes management.